Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to grade iii paravaginal defect and irritative voiding symptoms. It was reported that the patient underwent a mesh revision on (B)(6) 2007.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and posterior colporrhaphy, paravaginal defect repair and cystourethroscopy. It was reported that the patient underwent excision of mesh on (B)(6) 2010, along with cystocele repair, sacrospinous ligament fixation, urethrolysis and removal of vaginal wall mass. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient underwent other procedures; (B)(6) 2005 ¿ bard pelvicol, (B)(6) 2007 ¿ bs advantage, and (B)(6) 2010 ¿ coloplast aris , bs uphold. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.